Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 587 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past several days. It was stated that the events leading to her admission was stomach aches. Troubleshooting was declined and a replacement of the insulin pump was requested. Advised that the customer should revert to back up plan. The customer's most recent glucose reading was 468mg/dl, and she was treated with manual injections. No further info was provided.